Event description:
67 year old female presented to the (B)(6) on (B)(6) 2024 for a planned lapidus lapiplasty bunionectomy with intercuneiform stabilization right foot open reduction internal fixation of the intercuneiform joint medial and intermediate of the right foot. During the procedure the tip of the pin drill broke off in the cuneiform medial, not in the joint space, so the decision was made to leave it in place as the retrieval would likely cause more trauma.